Event description:
Reported as events of "slippage with gastric ischemia" requiring a gastrectomy in journal article: "band and port-related morbidity after bariatric surgery: an underestimated problem". M.v. Launay-savary, et al (2008) obes surg 18:1406-1410 springer science. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Device labeling: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Re-operation for band erosions may result in a gastrectomy of the affected area".